Event description:
Healthcare professional reported, "textured". And "capsular contracture, baker grade. Not specified" against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, yellow particles outer device. Leak test and microscopic analysis was performed which identified, device no leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: no leak was observed, in the device.

Manufacturer narrative:
(B)(4). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade not specified.

Event description:
Healthcare professional reported "textured" and "capsular contracture, baker grade not specified" against right device. The device has been explanted.